Manufacturer narrative:
An event regarding loosening involving a jts, proximal tibia, femoral stem was identified and confirmed during the clinicians review. The event was not initially reported. Method & results: device evaluation and results: not performed as product was not returned. A review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts proximal tibia replacement, which was inserted in (B)(6) 2015. The surgeon reported a muscle contracture of the knee joint. The CT scans provided show that the left knee is in flexion which could have been caused by the muscle contracture, but this cannot be confirmed by the radiographic assessment. Regarding the fracture reported by the rep, that occurred in 2017. From the imaging provided the fracture line is not clearly shown on the imaging. On the other hand, the femoral stem is very loose, with gross radiolucent lines and the stem has tilted posteriorly, causing a defect on the posterior side of the femur. The above radiographic assessment can confirm the reason for revision. Device history review: review of the product history records indicate (B)(4) device was manufactured and accepted into final stock on 06mar15 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 01-jan-2016 to present for similar reported events regarding proximal tibia, femoral stem/ component, loosening. There have been 3 other events. Conclusion: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history, follow up notes, and device return are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Device not returned.

Event description:
It is reported that " [a] revision of pin 19235 due to muscle contracture." Additionally, " the surgeon asks for the designers team decision for this case". Note - on 24sep19 during the investigation for pi (B)(4) (MDR reference number 3004105610-2019-00106) it was noted that the patient had a previous revision that was not logged and investigated. Therefore this pi (B)(4), has been logged to retrospectively investigate and report the revision that occurred for pin 19235 due to muscle contracture. Update 07jan20 - during the investigation for pi (B)(4) (MDR reference number 3004105610-2019-00114) during the clinicians review of the provided x-ray's for muscle contracture, loosening was also observed.